Event description:
A customer reported an alarm issue with the adc application in use with an unspecified samsung phone, operating system version 13 and app version 2.8.4.9335. The customer indicated the low and high glucose alarms did not sound and therefore was not made aware of changing glucose levels and experienced a loss of consciousness. The customer was treated with glucagon injection, chocolate, and oral glucose provided by family member. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low glucose alarms. Attempted to replicate the user¿s complaint using application samsung galaxy s20 fe 5g (android 13; 2.8.4.9335) and successfully start a libre 2 sensor, glucose readings and alarm notifications in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc application in use with an unspecified samsung phone, operating system version 13. The customer indicated the low and high glucose alarms did not sound and therefore was not made aware of changing glucose levels and experienced a loss of consciousness. The customer was treated with glucagon injection, chocolate, and oral glucose provided by family member. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.